Manufacturer narrative:
Additional information: on may 12, 2021, the mentor failure analysis lab received the device for evaluation. Mentor became aware of the catalog and lot number of the impacted device. The relevant fields in this report have been updated to reflect the impacted device attributes (brand name, common device name, procide, catalog number, lot number, manufacturing date, expiration date, UDI, PMA and device returned to manufacturer date). On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a crease/fold on the anterior view. Additionally, a tear was noted within the crease, measuring approximately 0.2cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with unspecified mentor saline breast implants and experienced deflation on the left side postoperatively. As a result, the patient underwent unilateral device removal and replacement with a 375cc saline mentor smooth round moderate profile breast implant, catalog number 3501660, serial number (B)(4) on (B)(6) 2021.